Manufacturer narrative:
It was reported by the hospital contact that the tip of the envoy (67025890/17132562) was twisted when it was opened for use. The presidio (pc410073030/c23071) didn't advance into y-connector. It seems like delivery system (dpu) problem. It was initially reported that the products will be returned or analysis. Very limited information was received. Both the unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. The proximal section of the coil containing the soldered section with the coils socket ring was not returned. The distal section of the coil containing the ball tip was severed and not returned. The introducer sheath with the green introducer section was severed and not returned. No explanation was given in the complaint event concerning all these discrepancies. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging, the following unreported damage was found: the coil was separated from the device positioning unit (dpu), the coil was stretched and severed on both ends with the proximal end distal sections not returned, the core wire was severed bent at the distal tip of the electrical connectors strain relief, the majority length of the introducer sheath was severed and not returned, and the dpu was completely removed from the remainder of the introducer sheath. The circumstances of how and when all of the above unreported damage occurred and why the missing components were not returned cannot be determined. The sheath was severed by a sharp straight edge tool of unknown origin. No material defects were found to the severed end of the sheath. No material defects were found to both of the severed ends. External force was required to sever the coil. The coils detachment was mechanical in nature. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The complaint of the coil unable to be advanced into the rhv cannot be confirmed. Due to the unreported severe damage to the entire presidio microcoil system, the mechanically detached coil, all the severed and non-returned sections of the coil and the sheath, the complete separation of the sheath and dpu from each other, and without the return of the unidentified microcatheter and the rhv used in the procedure, the root cause of the introduction difficulty cannot be determined, however the evidence as received suggests that the most likely contributing factor to the coils introduction difficulty may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which most likely prevented the coil from being introduced into the rhv. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the missing and severed coils sections and the severed and missing introducer sheath, and the unidentified microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report. (B)(4). Concomitant medical products and therapy dates: envoy (67025890/17132562).

Event description:
It was reported by the hospital contact that the tip of the envoy (67025890/17132562) was twisted when it was opened for use. The presidio (pc410073030/c23071) didn't advance into y-connector. It seems like delivery system (dpu) problem. It was initially reported that the products will be returned or analysis.